Event description:
The device was used during a procedure on the rectum. Reportedly, the staples were missing. The surgeon resected the application site and applied another instrument to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
Evalaution of the device in our laboratory found the reported condition could not be verified. The damage to the pusher fingers noted by engineering indicated that staples were present when the instrument was fired and there was no evidence to indicate that staples did not form properly. Therefore the exact cause could not be reliably determined.